Manufacturer narrative:
We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle mechanism fully deployed before the pod was able to be used. The pod was not worn and no adverse patient impact was reported.

Manufacturer narrative:
The data presented an 0x1c alarm. The device completed the priming sequence in an expected number of pulses. The device was deactivated at 514 pulses. Inspection of the device found no issues capable of causing the early deployment of the needle.